Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182), b11 - historical data analysis, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d and g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on 28jul2021 at 6pm a chemotherapy infusion ran 24 hours longer than it was programmed. There was patient involvement but no harm. Per ikp data the drug was 5fu 1956mg with a vtbi of 1000ml to infuse at a rate of 41.7ml/hr.

Manufacturer narrative:
Correction : imdrf annex g codes. Omit: g02001 - antenna.

Event description:
It was reported that on (B)(6) 2021 at 6pm a chemotherapy infusion ran 24 hours longer than it was programmed. There was patient involvement but no harm. Per ikp data the drug was 5fu 1956mg with a vtbi of 1000ml to infuse at a rate of 41.7ml/hr.

Manufacturer narrative:
Initial reporter facility name: (B)(6) health center finance corporation. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that on (B)(6) 2021 at 6pm a chemotherapy infusion ran 24 hours longer than it was programmed. There was patient involvement but no harm. Per ikp data the drug was 5fu 1956mg with a vtbi of 1000ml to infuse at a rate of 41.7ml/hr.